Manufacturer narrative:
A ge service representative performed an on-site investigation. The x-ray button was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's x-ray trigger button failed to operate properly. No report of patient or staff injury.